Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaints were confirmed (phenomenon 1 and 2). Phenomenon 3 ¿device emitted strange smell¿ was not reproduced, and no defect was observed. Based on the results of the investigation, it is likely the following led to the malfunction: phenomenon 1 ¿no image¿ occurred due to faulty printed circuit board. Phenomenon 2 ¿power of the device does not turn on¿ occurred due to faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a burning smell when switched on. The issue occurred when preparing the device for use in a diagnostic gastroscopy procedure. The customer turned the device off and used another system to complete the procedure. After further troubleshooting, the video system was found to have a problem with the power supply and no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.